Manufacturer narrative:
Date at time of event: only the patient's age was provided, therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: 0533050000-2021-8060. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 20027e batch no.: 21019556. Rn notified patient tubing was leaking. Rn inspected tubing/filter and discovered that directly where the tubing exits the filter extension had separated. Rn disconnected tubing from patient. There was no detectable harm.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking where the tubing exits the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20027e lot number 21019556 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 19jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 20027e batch no.: 21019556. Rn notified patient tubing was leaking. Rn inspected tubing/filter and discovered that directly where the tubing exits the filter extension had separated. Rn disconnected tubing from patient. There was no detectable harm.